Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-8 below) as part of internal complaint handling activities. 1. Patient date of birth (a2) and weight (a4) not reported. 2. Date of event (b3) is unknown. The event is considered to be the onset of patient pain due to the screw backing out. 3. Catalog # and serial # (d4) not utilized by trilliant surgical. 4. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 6. Reprocessor name and address (d9) n/a to this report. 6. Concomitant medical products and therapy dates (d11) not reported. 7. Section h9 n/a to this report. 8. No files attached to this follow-up report. Investigation summary (including evaluation summary from section h3): summary of event: to investigate the complaint, visual inspection and review of previous complaints was performed. Visual and dimensional inspection. Visual inspection for the returned screw was performed. The threads of the screw appeared worn, and were no longer sharp. No other observations were noted on the distal tip or body of the screw. The specific cause of the worn threads is unknown. There was no discoloration noted. -simulated use review. Due to the damage to the head of the screw, simulated use testing was not performed. Previous complaint review (1 year): an evaluation of similar complaints for the 12 months preceding the date of notification of the report of pain was performed for the mib system. This was the fourth complaint received regarding pain/removal of hardware from an mib case. Conclusion. Based on the results of the review of the returned device and the case details received, a root cause for the pain may have been associated with the backing out of the screw. Additional investigation conducted on 04/01/2020: as seen in section d4, a lot number was identified for this event. Based on the sales representative's inventory, the unknown lot number of the tiger screw was narrowed down to tsl004485. The corresponding DHR was reviewed for any significant events (i.e. Nonconformances, reworks, deviations) that may correlate to the reported event. As a result of the DHR review, it is concluded that no significant events were identified as correlating to the reported event.

Manufacturer narrative:
An evaluation of similar complaints for the tiger cannulated screw system for the 12 months preceding the date of notification of the event was performed. Two similar events were identified, (B)(6)where the devices were removed due to pain.

Event description:
It was reported on (B)(6) 2019 that a patient who was implanted with the minimally invasive bunion plating system reported pain a month prior. Removal surgery was performed. The most proximal tiger cannulated screw of the plate was removed as it was identified to be backing out from the plate. The plate and remaining screws were not removed from the implant site. The removed tiger cannulated screw was returned to the manufacturer. Visual inspection for the returned screw was performed. The threads of the screw appeared worn, and were no longer sharp. The specific cause of the worn threads is unknown. There was no discoloration noted. Based on the results of the review of the returned device and the case details received, a root cause for the pain may have been associated with the backing out of the screw. If additional relevant information is received, a follow-up report will be sent accordingly.